Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
Mps called and stated that a tha 4.1 case was completed last wednesday, march 27th. During the procedure, the surgeon noted that the cup placement was not ideal and reviewed bone registration. Surgeon proceeded with case, and completed robotically. However, the next day, the surgeon completed a revision on the same patient due to dislocation. Mps stated that surgeon reviewed bone registration, and completed surgery.